Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the driver phd02n fractured. The procedure was completed. Efforts were made to contact the customer for more information regarding the event and outcome.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that the driver fractured during implant placement. The procedure was completed using another device. There was no report of patient injury or delay in procedure. Date rec¿d by MFR: 03 apr 2019. The reported device was not returned for evaluation. The reported "driver fractured during implant placement" could not be returned. A device history record review and complaint history review could not be performed as the reported device lot is unknown. A definitive root cause could not be determined as the device was not returned and the necessary information to adequately investigate the reported event was not provided. Probable root causes for the reported event include user error , clinician applies excessive force during seating. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the driver fractured during implant placement. The procedure was completed using another device. There was no report of patient injury or delay in procedure.